Event description:
It was reported that: "access site occlusion of right common femoral artery." Date of tavr: (B)(6) 2024. Ultrasound was used to gain access, there was no difficulty gaining access per crc. No micro puncture was used. Pre-procedural angiogram demonstrated stable access in the rcfa. Information on tissue depth, procedural sheath, and tavr valve are unknown at this time. Site reported no intraprocedural complication at the right femoral access site before manta deployment. Heparin was administered during the procedure and act was below 250 seconds prior to closure. Protamine was given. Manta was deployed per IFU. Following closure of right cfa with the 18f manta vcd, post-procedural angiography demonstrated acute occlusion of rcfa. Balloon angioplasty was performed, but there remained significant stenosis from closure device. Vascular surgery was performed, and manta vcd was removed. Endarterectomy was performed and the vessel was repaired with a patch. A teleflex rep was present during the procedure. Patient is currently in stable condition and receiving in-patient care". Measured depth for the manta was 3cm tissue depth + 1cm = 4cm pre-measured deployment depth. Time to hemostasis 1 min 44 sec. Additional information received: 1. The manta was malpositioned in the vessel-the footplate was "embedded" in the posterior wall (as per vascular surgeon) and the collagen was intravascular. The entire device was removed and the vessel repaired with a patch. 2. There was mild tortuosity and mild to moderate calcification in the iliac artery, but not in the common femoral artery where the device was deployed. 3. The manta was deployed at the appropriate measured depth. There was incomplete hemostasis, and at the recommendation of the representative, the manta device was pulled to a second red click twice in an attempt to achieve better hemostasis.

Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot number was not reported for this investigation. Case details were reviewed. This event is associated to the access-manta clinical study whereas the patient in included if the patient meets the criteria for on-label use of manta as specified in the country-specific manta instructions for use (IFU) and is greater than or equal to 21 years of age. The patient is excluded from the study if unable or unwilling to give informed consent or unwilling to complete follow-up assessments. A 74-year-old, pre-diabetic, male patient, 27.26 bmi, presented in the or for a tavr procedure. Access was achieved with ultrasound for guidance and a pre-procedural angiogram. The right common femoral arteriotomy (rcfa) demonstrated stability at the access and had a measured deployment depth of 3.0cm + 1.0cm. Mild tortuosity and mild to moderate calcification noted in the iliac artery. No issues were encountered advancing or withdrawing the 18f gore dryseal procedural sheath. Prior to closure, activated clotting time (act) was below 250, heparin and protamine were administered, and an 18f manta was deployed to the measured depth. Hemostasis was not achieved, and the teleflex representative recommended pulling the manta device to a second red click twice to attempt hemostasis. Following deployment, time to hemostasis was one minute and forty-four seconds. A post deployment angiogram revealed an occlusion in the rcfa. Balloon inflations were applied although significant stenosis remained. The vascular surgeon was called in and performed a cut down. The surgeon noted the manta device was malpositioned in the vessel. The anchor was embedded in the posterior vessel wall, and the collagen was intravascular. The manta device was explanted, endarterectomy was performed, and the vessel was repaired with a patch. The patient did not experience any harm, injury, or health consequence due to this event. Patient post-procedure outcome is stable and receiving in-patient care. The root cause of the occlusion requiring surgical intervention is likely contributed to user error due to the collagen was deployed intravascular and the manta anchor was embedded into the posterior vessel wall. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and occlusion is a known risk of the device. The severity of harm is ranked as a 4 due to local surgical repair at the vessel access site arteriotomy was required which covers this incident. The manta instructions for use (IFU) posts warning not to use manta if there is marked tortuosity of the femoral or iliac artery. The IFU lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. There appears to be no product quality issue with respect to manufacture, documentation or labelling. The der process will continue to monitor and investigate any similar events. The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that: "access site occlusion of right common femoral artery." Date of tavr: (B)(6) 2024 ultrasound was used to gain access, there was no difficulty gaining access per crc. No micro puncture was used. Pre-procedural angiogram demonstrated stable access in the rcfa. Information on tissue depth, procedural sheath, and tavr valve are unknown at this time. Site reported no intraprocedural complication at the right femoral access site before manta deployment. Heparin was administered during the procedure and act was below 250 seconds prior to closure. Protamine was given. Manta was deployed per IFU. Following closure of right cfa with the 18f manta vcd, post-procedural angiography demonstrated acute occlusion of rcfa. Balloon angioplasty was performed, but there remained significant stenosis from closure device. Vascular surgery was performed, and manta vcd was removed. Endarterectomy was performed and the vessel was repaired with a patch. A teleflex rep was present during the procedure. Patient is currently in stable condition and receiving in-patient care". Measured depth for the manta was 3cm tissue depth + 1cm = 4cm pre-measured deployment depth. Time to hemostasis 1 min 44 sec additional information received: 1. The manta was malpositioned in the vessel-the footplate was "embedded" in the posterior wall (as per vascular surgeon) and the collagen was intravascular. The entire device was removed and the vessel repaired with a patch. 2. There was mild tortuosity and mild to moderate calcification in the iliac artery, but not in the common femoral artery where the device was deployed. 3. The manta was deployed at the appropriate measured depth. There was incomplete hemostasis, and at the recommendation of the representative, the manta device was pulled to a second red click twice in an attempt to achieve better hemostasis.

Manufacturer narrative:
(B)(4).